Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue could not be reproduced. Evaluation found all switches and sensors to be functioning as intended. A review of the event history log revealed multiple 'door jammed' and 'shut door-power off' messages. The messages can occur as a part of expected pump function. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not sense a closed door during an unspecified process step. There was no patient involvement. No additional information is available.